Event description:
Customer was having an issue in their (B)(6) city office. "Our machine is reading all tests on the clip covid as positive. We confirmed these with another test and those came back negative" turned the analyzers off and on and tried again. In (B)(6) city, 4 out of 4 came back negative. Devices are connected to wifi.

Manufacturer narrative:
System description: the clip covid rapid antigen test is a system (test kit and analyzer) indicated for use in the qualitative detection of the nucleocapsid protein antigen from sars-cov-2 directly from anterior nasal swab specimens collected from individuals who are suspected of covid-19 by their healthcare provider within the first five days of onset of symptoms. This test is authorized for use at the point of care (poc), i.e., in patient care settings operating under a clia certificate of waiver, certificate of compliance, or certificate of accreditation. Production record review: a review of the batch records and analyzer records did not indicate any issues with the cartridge or analyzer. Investigation summary and root cause analysis: available customer data was reviewed and no apparent use outside of operating ranges was identified. No (B)(4) internal testing led to an issue identified. No other troubleshooting is available with the information provided. Unable to determine root cause. Per pl002, user manual: a negative test result may occur if the level of antigen in a sample is below the detection limit of the test or if the sample was collected improperly. False negative results may occur if a specimen is improperly collected, transported or handled.